Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fm in the hemogard shield with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use of the bd vacutainer® sst¿ blood collection tubes there was an issue with foreign matter. The following information was provided by the initial reporter, translated from portuguese to english: lot: 9105772 - it has been reported that so far a closed package with one hundred tubes has come some dirty.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed

Event description:
It was reported that during use of the bd vacutainer® sst¿ blood collection tubes there was an issue with foreign matter the following information was provided by the initial reporter, translated from portuguese to english: lot: 9105772 - it has been reported that so far a closed package with one hundred tubes has come some dirty.